Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 426 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer feels okay to troubleshoot. No further patient complication were reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.